Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we found none regarding the lot number 9920644. The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Event description:
According to the available information, during inflation of the balloon with water, a dull noise was heard and the patient screamed. The catheter was removed from the patient and noticed the deflated (burst) balloon.